Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was not impacted due to the reported event. Even after changing out the supplies on the pump, the customer reported an elevated blood glucose (bg) level of 350 mg/dl. The customer administered manual injections to address bg level. System check with tandem technical support confirmed the cartridge alarm 19's; however, no other issues were identified. Customer was referred to health care provider for possible factors that may affect bg levels.